Event description:
It was reported that the atrial lead noise was noted on a remote transmission. The patient was not reported to be symptomatic. There were ams episodes caused by lead noise. There were no other anomalies noted. The physician has elected to continue monitoring for now without any intervention.